Event description:
The customer reported that during reprocessing, the technician found the elevator was not working. An olympus field service engineer checked the device and found the elevator wire was completely cut off at the distal end site. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the foreign material on the forceps elevator. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the reprocessing steps recommended in the instructions for use were not performed completely due to the forceps elevator malfunctioning due to the forceps elevator wire being cut, which made foreign material remain at/around the forceps elevator. However, a definitive root cause of the reported issue could not be identified. The devices reprocessing manual provides the following, which may help to prevent the issue: "insufficient cleaning, disinfection, and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device. The reported issue (forceps elevator wire cut off) was confirmed due to handling and the forceps did not rise at all due to the cut on the forceps elevator wire. In addition, there was a leak due to a pinhole on the connecting tube, the bending section cover and universal cord were dirty, the connecting tube was wrinkled, insulation capacity could not be obtained due to a cut on the heat shrinking tube on the forceps lever, there were scratches on multiple parts of the device, and there was play in the angulation knob and angulation in the down and right directions was out of specification due to wear on the angle wire. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.